Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in 105-000198-01, rev e, monarch bronch risk management report. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
On (B)(6) 2020, it was reported that after a monarch-assisted bronchoscopy procedure, the patient was observed to have a pneumothorax during post-op check-up. The customer does not feel the pneumothorax was caused by the monarch platform. During the case, no auris instruments were used. The instrument used was a medtronic needle tipped cytology brush. A chest tube was placed to treat the pneumothorax, and the patient was hospitalized for 2 days. The patient has since recovered and was released from hospital.